Event description:
A baxter representative reported to customer service a pump with a piggyback that runs faster than the entered rate. It is unknown when this event occurred. There was no patient injury or medical intervention necessary, according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.